Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Consumer had not returned unused product for evaluation at the time of this report. Information from this incident will be included in our product complaint and adverse event trend analysis. Sample not returned to manufacturer.

Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her.